Event description:
It was reported that the tips of one driver and two pedicle probes broke off from the instruments intra-operatively. The patient is reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. This medwatch report is being filed for the first pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23577 for the second pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23575 for the driver that was involved in this event.

Event description:
It was originally reported that the tips of one driver and 2 pedicle probes broke off from the instruments intra-operatively. The patient was reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. Upon receipt and review it was determined that the instruments did not break. The distal 1mm of the drive feature was stripped and the pedicle probes were bent. See mfg medwatch report# 1526439-2013-23577 for the second pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23575 for the driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the xpdm pedicle probe, curved (product code: 279702020, lot no. 1110nt) found the probe bent in-between the 30mm graduation mark and distal portion of the tip. The instrument was not broken as reported in the event description. A device history record (DHR) review for the xpdm pedicle probe, curved (product code: 279702020, lot no. 1110nt) identified that the lot was released to stock in 2 batches one on 1/20/11 with no discrepancies and a second on 3/9/11 with a with an unrelated etching non-conformance as it involved annular ring location values only being etched on one side of the probe. The 1 non conforming probe was scrapped and the remaining probes underwent 100% inspection. A 12 month review of the complaint trend analysis for the expedium pedicle probe family was bounded because of a similar geometric design and functionality. It was noted that none of the related complaints resulted in harm to the patient. The root cause of the probe becoming bent is unknown however it was reported that the patient had particularly hard bone which may have contributed to increased stress and the device fault. As there has been no issue identified in the manufacturing or release of the device that could be attributed to the problem reported by the customer and there has been no observed systemic trend the file will be closed with no further action required.

Event description:
It was originally reported that the tips of one driver and 2 pedicle probes broke off from the instruments intra-operatively. The patient was reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. Upon receipt and review it was determined that the instruments did not break. The distal 1mm of the drive feature was stripped and the pedicle probes were bent. See mfg medwatch report# 1526439-2013-23576 for one pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23577 for the second pedicle probe that was involved in this event.